Manufacturer narrative:
D11: unknown guidewire 5 fr. Mp a 100 cm catheter. Complaint conclusion: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes lupus and nephrotic syndrome and pulmonary embolus one year prior to implant. The indication was acute pulmonary emboli. The filter was successfully deployed in the infrarenal vena cava. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to a pulmonary embolism (pe), clot within the filer, caval thrombosis, stenosis, and filter perforation. Per patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, blood clots, clotting, and/or occlusion of the ivc, and stenosis. The patient also reports anxiety, pain from blood clots building up from ivc filter causing clot all over the body including where the filter is located, can¿t walk and headaches. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post procedure pulmonary embolism is a known potential adverse event associated with the use of the ivc filters. These events may be related to excessive clot burden from underlying patient specific factors. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Anxiety, inability to walk, headache and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
The following additional information was received per the patient¿s implant records: the filter was implanted due to pulmonary emboli. The filter was deployed via the right internal jugular vein. The filter was successfully deployed in the infrarenal vena cava. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 3 years and 9 months post implantation. The patient reports perforation of filter strut(s) outside the ivc, blood clots, clotting, and/or occlusion of the ivc, and stenosis. The patient also reports suffering from anxiety, pain from blood clots building up from ivc filter causing clot all over the body including where the filter is located, can¿t walk and headaches.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to a pulmonary embolism (pe), clot within the filer, caval thrombosis, stenosis, and filter perforation. As a direct and proximate result of these malfunctions the patient, suffered life-threatening injuries and damages and required extensive medical care and treatment. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to a pulmonary embolism (pe), clot within the filer, caval thrombosis, stenosis, and filter perforation. As a direct and proximate result of these malfunctions the patient, suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.